Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: 1) influence of moisture that entered the device from the leak point, the internal parts of the light guide lens corroded, and the corrosion products were detected as dirt. 2) physical stress applied to the tip, a small gap was created in the peripheral adhesive part of the light guide lens, and dirt and moisture entered the inside of the lg lens through that gap. 3) the device could not be properly reprocessed before being sent to olympus due to a bend perforation and a dry brown residue remained on the tip. No physical damage to the tip was reported. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope angulation was perforated, and due to this defect the device was sent in without proper reprocessing. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a brown foreign material was found at the distal end / inside of the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to a cut on the bending section cover. The device evaluation found a brown foreign material at the distal end / inside of the light guide lens. Additional findings include the following: the grip had discoloration, the switch box had discoloration, the air / water cylinder had no color, the scope cylinder had no color, the right / left / up / down knob had discoloration, the distal end was dirty, the connecting tube had buckling, the adhesive around the objective lens had wear, and there was corrosion around the forceps elevator. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.